Event description:
The customer stated that the provue analyzer probe was leaking fluid.

Manufacturer narrative:
The customer noticed that the provue analyzer probe was leaking fluid and was displaying error codes. No add'l info of the event was reported. An ocd field engineer went on site on 11/16/2004 and confirmed the customer complaint. The fe found that the probe was bent. The fe replaced the probe, connecting tubing and the liquid detection board. The customer ran a test and it was accepted. Repairs returned the instrument to its expected function with regards to this complaint. If a probe drips fluid into a reagent, depending on the specific reagent diluted, a false negative blood type or antibody screen (due to the diluted red cell reagent product) could occur leading to the inadvertent transfusion of incompatible blood or antigen-positive red cells or antibody-containing plasma that could lead to a hemolytic transfusion reaction in a susceptible pt. The likelihood of serious injury is not remote. Based on the available info, mts is reporting this event based on the potential for injury should the event recur without detection by the user.